Event description:
It was reported that the patient¿s catheter came apart at the connection site resulting in increased pain and discomfort to the patient during delivery. The issue was not discovered until the rn attempted to remove the epidural catheter. There was patient involvement but no report of injury to the patient. However, an employee had needle stick injury with blood exposure. There was no safety on these.

Manufacturer narrative:
E1 phone: (B)(6). D4: UDI and g4: 510k, expiration date and h4: manufacture date are unknown. No product information has been provided. No product sample was received; therefore, visual and functional testing could not be performed. As no lot number was provided, no review of device records could be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.